Event description:
On or about (B)(6) 2010, plaintiff underwent placement of defendants' vortex port catheter product, with model number mp-p5sat. The device is comprised of a port body and a silicone catheter. The device was implanted by dr. (B)(6), m.d., at (B)(6) hospital of (B)(6), for the administration of chemotherapy treatment. On or about (B)(6) 2011, plaintiff presented to (B)(6) hospital of (B)(6) in (B)(6), with complaints of a malfunctioning port catheter. Upon evaluation, plaintiff was diagnosed with a fractured catheter requiring removal of the vortex. The removal procedure for the second vortex device was performed by dr. (B)(6), m.d., at (B)(6) hospital of (B)(6) in (B)(6).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).